Event description:
Customer reported that the act button on the insulin pump doesn't give an audible click when pressed. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had received with cracked reservoir tube lip, cracked battery tube threads, and minor scratched lcd window.